Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hypoglycemia. Customer's blood glucose value was 20mg/dl. Customer stated blood glucose was not being stable and going up and down it had gone down as low as 20mg/dl and as high as 300mg/dl and would not come down. Customer was not been able to use the auto mode. The device will not be returned for analysis.